Manufacturer narrative:
The device analysis report is attached. This report is submitted on september 11, 2020.

Manufacturer narrative:
This report is submitted on august 14, 2020.

Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with oral antibiotics. The device was explanted on (B)(6) 2020. Reimplantation is planned but has not taken place at the time of this report.